Manufacturer narrative:
(B)(4). Field service specialist (fss) completed system checkout. The 4th ring on the target appeared to be dim and he increased the brightness of the inner rings. Fss deleted printer drivers, reinstalled and verified proper operation. All pertinent information available to abbott medical optics has been submitted.

Event description:
Customer reported one patient was 20/40 best corrected visual acuity post op. The site did not expect to follow up with the patient. This report is for the wavefront measurement.